Event description:
It was reported that balloon rupture occurred. The 91% stenosed, target lesion was located in a severely tortuous and severely calcified middle of right coronary artery. A 5.00mm x 12mm balloon catheter was advanced for dilatation. However, during balloon expansion, the balloon burst and failed to cross the lesion. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was no fluid present to the device and the balloon was tightly folded. This indicates there was no sign of procedural use. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated to rated burst pressure and deflate with no issue. Product analysis could not confirm the reported burst, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues immediately. The reported difficulty crossing the lesion could not be confirmed as the clinical circumstances cannot be replicated. There were no damages or irregularities present to the device.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed, target lesion was located in a severely tortuous and severely calcified middle of right coronary artery. A 5.00mm x 12mm balloon catheter was advanced for dilatation. However, during balloon expansion, the balloon burst and failed to cross the lesion. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported and the patient was in good condition.